Manufacturer narrative:
On (B)(6) 2011, a respiratory care professional (rcp) reported a nitric oxide (no) sensor failure on inomax ds device # (B)(4) while on a patient ((B)(6)). Investigation results received on (B)(4) 2011. Based on an initial examination of the device's service log, the device was returned to the manufacturer so that the devices engineering group could conduct a detailed investigation. As a result of analysis of the service log and physical parts, the incident was determined to have occurred as a result of a combination of fretting corrosion of a 20-conductor ribbon cable internal to the device and user error when attempting to calibrate the nitric oxide sensor in the device. Fretting corrosion can cause a high resistance connection in the nitric oxide sensor's dc bias voltage circuit, resulting in fluctuating monitored nitric oxide values. A log entry also showed that a high nitric oxide sensor calibration (span) was attempted while the sample line was still connected to the ventilator circuit, rather than to the calibration gas, as is indicated ni labeling. This caused erroneous factors to be loaded into device calibration software. The erroneous calibration factors greatly increased the magnitude of the fluctuating monitored nitric oxide values, contributing to a 'no sensor failure' alarm when the measured counts during a room air zeroing procedure exceeded a hard programmed maximum limit. When the 20-conductor ribbon cable was physically examined, it was determined that deoxit lubricant had not been applied to the cable's conductors per manufacturing and service instructions or had been wiped off. Manufacturing and service employees involved with application of deoxit are being retrained on the procedure. The failure mode for this incident is fretting corrosion of the 20-conductor cable internal to the device, with the root cause being failure to apply deoxit to the 20-conductor ribbon cable, or removing it after application, and user error while calibrating the device. Please note that we have seen no cases of fretting corrosion when deoxit has been properly applied to the 20-connector ribbon cable.

Event description:
On (B)(6) 2011, a respiratory care professional (rcp) reported a nitric oxide (no) sensor failure on inomax ds device # (B)(4) while on a patient. The patient was receiving nitric oxide (no) at 20 ppm via inomax ds device # (B)(4), while on a sensor medics 3100a high frequency oscillatory ventilator (hfov). At the physician's request, the patient was manually ventilated with the inoblender set a 20 ppm and 100% oxygen during a cardiac echo procedure. During manual ventilation the patient's oxygen saturation decreased to 83% pre-ductal and 84% post ductal from a baseline of 95%. While the inoblender was in use the hfov vent circuit was capped and running and the nitric was still set at 20 ppm with the injector module in the ventilator circuit; therefore nitric oxide (no) sensor failure alarm appeared. The rcp quickly returned to manually ventilating the patient with the inoblender, another inomax ds was prepped for use and inomax ds device # (B)(4) was switched out. The second device functioned as per specifications and the patient's oxygen saturation level returned to 97-98% soon after being reconnected the hfov. The oxygen de-saturation lasted approximately 10-12 minutes. The device was removed from service by the customer and returned to the company for investigation.